Event description:
A customer reported experiencing a cartridge alarm while the pump was in use. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, technical support arranged for a replacement pump to be sent to the customer with updated software. The customer agreed to complete necessary training before using the new pump and opted to use multiple daily injections as a backup therapy in the meantime. Technical support provided instructions for putting the problematic pump into storage mode and ensured that the customer understood the return process for the old pump.